Manufacturer narrative:
Covidien/medtronic has not received the device/component from the customer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the 840 ventilator had a loss of ventilation and generated diagnostic codes. The patient was transferred to an alternative ventilator with no patient harm or consequences.